Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to pe (pulmonary embolism), colon cancer, and multiple abdominal surgeries. Patient is alleging thrombosis in ivcf (inferior vena cava filter), caval thrombosis, and groin hematoma that required 2 blood transfusions. The patient is further alleging anxiety/worry, mental anguish, and stress. Per a report from CT, "clot is demonstrated cephalad to the ivc filter but does not extend into the hepatic ivc. Previously this was felt to possibly represent flow-related artifact on today's study clearly represent thrombus." Per a report from venogram, "the inferior vena cavogram showed normal and widely patent infrarenal ivc with an inferior vena caval filter just below the renals. A large thrombus was attached to the top of the filter and was extending all the way up to the liver." Per a report from CT, "ivc filter in place infrarenally. The abdominal aorta is normal in caliber." "Small right inguinal region hematoma." Per a successful retrieval report, "the inferior vena cavogram below the renals was normal with brisk flow. Normal renal flow was noted from both renal veins. A large thrombus was noted to be attached from the tip of the inferior vena cava extending all the way up to the hepatic segment. Post angiovac thrombectomy, venogram of the inferior vena cava revealed complete thrombus removal with excellent flow from the renals as well as from the lower extremities into the right atrium." "Successful retrieval of the ivc filter."

Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: caval/filter thrombosis, groin hematoma, anxiety/worry, mental anguish, and stress. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported groin hematoma, anxiety/worry, mental anguish, and stress is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2016". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.